Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support that a patient with a 21mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years, 8 months due aortic valve stenosis with increased gradient. The patient presented with sob, weakness and fatigue. Per medical records, the patient presented with symptoms of weakness, fatigue, shortness of breath and dizziness. Recent echo showed moderate to severe prosthetic valve stenosis (mean gradient 36 mmhg, peak 57 mmhg, valve area 0.96 cm2). The physician has recommended that the patient undergo both right and left heart catheterization to evaluate coronary anatomy, investigate the causes of significant symptoms, assess right heart and pulmonary pressures, and determine the potential need for tavr.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, atherosclerosis, hyperlipidemia, diabetes mellitus. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was learned through patient support center (psc), that a patient with a 21mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years, 8 months due aortic valve stenosis with increased gradient. Per medical records, the patient presented with symptoms of weakness, fatigue, shortness of breath and dizziness. Recent echo showed moderate to severe prosthetic valve stenosis (mean gradient 36 mmhg, peak 57 mmhg, (valve area 0.96 cm2). The physician has recommended that the patient undergo right and left heart catheterization to evaluate coronary anatomy, investigate the causes of significant symptoms, assess right heart and pulmonary pressures, and determine the potential need for tavr. Approximately 3 months later, psc received another call from the patient. He informed them that his viv was initially scheduled 9/2/25, but was cancelled due to low platelets. He had hematology consult and was diagnosed with myelodysplastic syndrome. Per patient, he was receiving weekly treatments of blood shots to increase his platelet levels. He was recently admitted for two days for medical management. 10/27: patient informed edwards surgeon, his platelets and aplastic anemia is improving with immunologist treatment with plans for tavr/viv soon.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data: health effect - impact code (h6).